Manufacturer narrative:
(B)(4) the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the clear link secondary set was being used when simultaneous flow was observed. The user hung the primary bag on the provided hanger lower than the secondary bag. It was noted that the roller clamp on the secondary set was not partially closed and the secondary set was connected to the primary sets upper y-site. The patient was being infused with premeds for chemotherapy. There was no report of patient injury, medical intervention or adverse event associated with this event. No additional information is available.